Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous implantable lead exhibited varied shock impedance measurements. The impedance increased from 43 ohms, six months ago, to 120 ohms. A pacing lead impedance test (plit) resulted in >125 ohms; however, 5 joule and 31 j shocks yields 41-43 ohms. ,